Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the lead was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During device replacement due to normal elective replacement indicator (eri), insulation damage of the atrial lead was visually observed. The lead was repaired and remains implanted. The patient was in stable condition.